Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the left ventricular lead failed to capture. The lead was capped and replaced on (B)(6) 2023. There were no patient consequences.